Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator generated a device alert and the ventilator stopped ventilating. Although there was patient involvement, it is unknown at this time, if the patient was transferred to an alternate ventilator or if the patient suffered any harm or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and found relevant error codes in the ventilator's logs; however, the issue was not duplicated. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.